Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. An additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was resistance during advancement to the vessel. The device was pressed several times until the device could be advanced deep enough into the vessel. A cuff miss occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a sheath greater than 10f and the tavi procedure was completed. Slight oozing was still observed with a high activated clotting time after the knots of the sutures were successfully advanced. A non-abbott device was placed to achieve complete hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty advancing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The cuff miss was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.